Event description:
A report was received that the patient is experiencing pocket pain since being implanted. The patient's symptoms are that the pocket site is tender to the touch and very painful. The physician examined the patient and reported that the pain is normal healing. The patient was prescribed fentanyl patches.